Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure the stent retriever (subject device) broke inside the patient. No additional information is available at this time.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during procedure the stent retriever (subject device) broke inside the patient. No additional information is available at this time.